Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2 additional stopcock devices referenced are being filed under separate medwatch reports.

Event description:
Unused/sterile devices were returned for leak testing. Analysis of the returned sterile devices noted 3 of the stopcocks leaked during functional testing.

Manufacturer narrative:
(B)(4). Evaluation summary: a review of the lot history record revealed no non-conformances that would have contributed to the reported stopcock leak. Further assessment was performed and abbott vascular (av) identified a potential product deficiency related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.